Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 50mm saccular abdominal aortic aneurysm. It was reported during the index procedure both cfa's were punctured and 2 sheaths were introduced. The delivery system was introduced over a non mdt 18" fr back up guide wire and a uf catheter was placed through the left cfa for angiography. The bifurcation prosthesis was accurately placed just below the renal arteries. After a second control angio the topstent was opened according to the protocol. After this the "top-cap mechanism "was closed again without any problem. The delivery system was retrieved and closed according to the protocol. After bringing in a 16fr sheath as exchange for the delivery system a strange thing was noticed. During fluoroscopy the nosecone of the delivery system was seen at the level of the ipsilateral limb in the right common iliac artery. After consultation it was decided to bring in a big sheath to retrieve the sepaerated nosecone. A 24fr sentrant sheath was introduced and the physician managed to catch the nosecone in the sheath and by retrieving the sheath and guidewire was able to remove the nosecone. After this the rfa was exposed by a surgical cut down to close the bigger puncture hole in the artery and the evar procedure was suc cessfully continued by placement of the il/cl limb, post dilation with ab reliant balloon. Final control angio demonstrated that the evar procedure was successfully completed. Per the physician the cause of the tip detachment was due to a product failure (nosecone not attached to the spindle) . No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the delivery system and the detached taper tip were returned. The external slider and the backend wheel were in the home position. A severe kink on the graft cover was visible immediately distal to the strain relief. Deformation was visible to the taper tip material at the sleeve. There was no abnormality observed to the hypotube collar. There was no deformation visible to the detached taper tip surface. There was no deformation observed to the sleeve. The taper tip was dissected longitudinally. Visual inspection confirmed the hypotube collar had been positioned proximally close to the proximal end of the taper tip reducing the mechanical fixation. The void formed by the collar during the moulding process was visibly shorter on the complaint unit then that visible on the controlled unit. The taper tip back-end hypotube was positioned more proximal than that of the controlled unit confirming incorrect positioning in the tip. The reported detachment was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary the reported tapered tip detachment was confirmed on the film provided; however, the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Procedural video angiograms showing removal attempts and the moment when the tapered tip detached from the rest of the delivery system were not provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.